Event description:
It was reported that the patient presented for a post procedure check. Upon review, it was discovered that the atrial lead moved. The lead was repositioned successfully, and all measurements were within normal limits. The patient was in stable condition.